Manufacturer narrative:
Device labeling address the event of seroma as: primary reconstruction pts = 1.0% (other complications). Swelling = 7.1%. Device labeling review: there were no reported events of lymphoma/alcl for pts in the (B)(4) study, in the labeling for silicone implants.

Event description:
Healthcare professional reports a case of lymphoma and seroma within an article, "anaplastic large cell lymphoma associated with breast implants". Diagnostic cytopathology vol 00 no 00. Chai et al. This reported case is of a 52 y/o pt with a history of reconstruction following bilateral mastectomy for breast cancer. The side of the cancer is not noted in this article. The device info is noted as silicone, no other info is provided. It also notes periprosthetic swelling. The pt underwent capsulectomy and chop. Her current status is noted as, "no evidence of disease". There is no other medical history noted. The time to presentation is 3.5 years. Cytology represents positive to cd45, cd4, cd43, cd30, and ema, and is negative for alk. There is no MFR info. If further info becomes available, it will be submitted.